Manufacturer narrative:
D9. Date returned to maufacturer-7/9/2024. One device was returned for evaluation, it was used not in its original packaging decontaminated. Keypad overlay downstream sensor and upstream sensor seal were contaminated; latch lock was damaged. Functional and visual inspection were performed, confirming the reported problem. The most probable root cause was downstream sensor contamination. The downstream sensor was replaced.

Event description:
It was reported that the device failed the occlusion test at 11.60 psi. This issue was not related to physical damage/abuse. Event occurred during testing. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.